Event description:
It was reported that following a diagnostic catheterization, an angio-seal was selected for use. Three hours later, the patient was discharged. Two days later, the patient returned to the cardiologist. The physician was unable to find a pulse in the right leg. The patient was sent for an ultrasound. The ultrasonographer checked the artery and called in an interventional radiologist. The patient was admitted to the hospital. The physician tried every catheter available to dislodge what appeared to be a clot. The angio-seal device had occluded the right common femoral artery. The next day, surgery was performed and the angio-seal was successfully removed. The patient remained in intensive care unit for 36 hours and was discharged to home care.

Manufacturer narrative:
No product was returned for evaluation and review of the device history was not possible since the lot number was unavailable. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angi-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.